Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during initial access to the abdominal cavity on a laparoscopic inguinal hernia repair, four of the dissection balloons failed to inflate. Another dissection balloon were opened and used to complete the case. There was no patient injury.